Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late and capsular contracture baker grade IV.

Event description:
Explanting physician reported late seroma and capsular contracture baker grade IV diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported left side late seroma and capsular contracture baker grade IV diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma late: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.